Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No prime anomaly or rewind anomaly noted. The insulin pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted; no bolus delivery anomaly noted. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was having issues with the priming part of the insulin pump. Insulin shot out of the tubing and he experienced high blood glucose levels over 24 hours after insertion. Customer's blood glucose level was around 300 mg/dl. Before pressing the act button, there was insulin coming through the tubing before connecting the cannula. He believed the piston was not working correctly. The insulin pump had a delivery, rewind, and prime/fill anomaly. The customer treated his blood glucose level with a bolus using the insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.